Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill of a tube with blood and discolored/abnormal additive. The following information was provided by the initial reporter. The customer stated: vacuum failure - every 5th tube does not draw blood. Poor clotting - something with the quality of reagent. It seems that the clotting activator grain is very coarse, not as usual.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill of a tube with blood and discolored/abnormal additive. The following information was provided by the initial reporter. The customer stated: vacuum failure - every 5th tube does not draw blood. Poor clotting - something with the quality of reagent. It seems that the clotting activator grain is very coarse, not as usual.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. In addition, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of underfill and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.